Manufacturer narrative:
(B) (4). The failure to seal the perforation can be as a result of several factors which include the interaction with pt anatomy and/or the interaction with an implanted stent and/or accessories used in conjunction with the ptca catheter during the procedure. Case severity, pt anatomy and operational context also influence the perforation sealing characteristics of a ptca device. The device was not returned for investigation; therefore, a conclusive root cause for the reported event cannot be determined. Review of the device history record for this lot did not produce any findings relevant to this report. The 4.0 x 19 mm graftmaster (part 12746-19, lot 484807), 4.0 x 15 mm xience v (part 1009543-15, lot 909164), indicated are being filed under separate MFR#s.

Event description:
Device issue: failure to seal perforation. Time of device issue: during the procedure. Adverse event: none. It was reported that during a circumflex graft stenting procedure in an (B) (6) graft, during stent deployment at 14 atmospheres, a perforation occurred. Two jostent graftmasters were successfully deployed at the site of the perforation, but dye continued to extravasate into the myocardium. Pericardiocentesis was unsuccessful, so the pt was taken to surgery for a pericardial window and the placement of a pericardial drain. The pt left the recovery room in stable condition. On (B) (6) 2010, the pt was discharged to home. Although requested, there was no add'l info provided.